Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced signal loss to the ilet while the dexcom g7 continuous glucose monitor (cgm) sensor status displayed ¿pairing with sensor,¿ after which glucose readings resumed during the call following troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no impact requiring medical intervention or hospitalization. User support included user-guided troubleshooting and verification that sensor data transmission resumed. Investigation of this case revealed a temporary communication disruption between the cgm and the ilet with restoration of signal, consistent with transient connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or transient communication interference.